Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 on a cobas 8000 c 701 module. The sample initially resulted in a creatinine value of 423 umol/l. A new sample was collected from the patient on (B)(6) 2025 and this sample resulted in a creatinine value of 63.0 umo/l. Both samples were then repeated, with the first sample resulting in a creatinine value of 66.7 umol/l and the second sample resulting in a value of 65.1 umol/l. The first sample was repeated on an unknown third-party platform, resulting in a creatinine value of 60 umol/l. The low values were deemed correct by the customer.

Manufacturer narrative:
A reagent issue can be excluded since quality control values were within specified ranges. The sample clotting time was shorter than recommended by the tube manufacturer. The field service engineer cleaned the incubation chamber, ultrasonic head, reaction cups, and dust cover. No hardware related issues were observed. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.